Event description:
It was reported that the autopulse device s/n (B)(4) displayed a user advisory message of 017 (max motor on time exceeded during active operation). The error was able to be cleared and system powered down on it's own. It was also observed that there was an unusual noise from the motor that was occurring continuously. There was no report of a patient injury.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was subsequently returned to zoll circulation on (B)(4) 2012 and analyzed. Failure analysis disclosed that autopulse unit passed all required inspection criteria. The archive data indicated that this unit exhibited multiple user advisory messages of ua016 (timeout moving to take-up position). No functional tests were able to be performed. The bushing inside the motor was slipped which caused the drive train to not function. Furthermore, the encoder shaft was observed to be sticky. Repair of this unit was not performed as the customer elected to refuse this service.